Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 215, 267, 227, 213, 186 and 306 mg/dl. The customer¿s expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 249 mg/dl and 264 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/28/2020 and open vial date is 01/01/2020. The meter memory was reviewed for previous test result history (customer had changed the battery on 1/18/2020 and did not set the time): (B)(6).